Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a (B)(6)-year old female patient underwent an unknown procedure with artoura breast tissue expander 600cc devices. Deflation on the left device was determined. As a result, the patient underwent removal and replacement with artoura breast tissue expander 600cc device on (B)(6) 2018.

Manufacturer narrative:
On 5/3/2018, mentor became aware that the device history record (DHR) for the lot number 6961243 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Device investigation summary: upon receipt by mentor, the device was received without fluid. The device appeared intact upon initial examination. No anomalies were discovered. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, product evaluation was precluded from further evaluating the device. Complaint was not confirmed. Mentor performs 100% inspection and testing of all devices prior to release. Because the risk of device deflation cannot be eliminated, mentor addresses this risk in the product insert data sheet by stating that these devices should not be considered lifetime devices. Manufacturer¿s reference number: (B)(4).